Manufacturer narrative:
Product complaint # (B)(4). Reporter is company representative. Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. Hence, this complaint cannot be confirmed. The information provided stated that there was no case involved. However, no further information was provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales rep via phone that during a rotator cuff repair procedure the customer's 5.5 healix advance knotless anchor was broken inside the packaging. The anchor was not used on the patient. The case was completed with another like-anchor with no patient harm or delay. The sales rep was not present and could not specify how the anchor was broken inside the package or any additional information. The device was discarded by the customer.